Event description:
The clinician reported that they ordered a tsv surgical kit and the driver rhd2.5 is too big and getting stuck in the transfer copings. They mentioned that it was tried in multiple copings and the driver kept getting stuck. The error was noticed during surgery but they were able to complete it.

Manufacturer narrative:
An rhd2.5 driver was returned for investigation. However, the device was misplaced in house before an evaluation could be performed. If the device is found the investigation will be reopened and a supplemental medwatch will be submitted. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent® implants¿ 9665 rev 0-09/14.rotate the fixture mount/transfer clockwise to thread the implant into place. Remove theinsertion instruments. Optional: make a stage-one, full-arch, elastomeric impressionusing the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfercan be removed and used as a transfer after the healing period. Insert the 1.25mmd hexdriver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixturemount/transfer, unthread the coupling screw and remove the fixture mount/transferfrom the implant. When placing internal hex implants into dense bone, thread the implantinto the osteotomy until slight resistance is encountered, then remove the fixturemount/transfer and complete seating with the appropriate hex driver or hex drill[rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as atemporary abutment for provisional restorations. For more detailed instructions, pleaserefer to the tapered screw-vent® and screw-vent implants surgical manual #5161.a root cause for the reported event could not be determined, as no device was returned forinspection. Complaint is therefore non-verifiable. A probable root cause for this event wasidentified through scar : the event is due to the specification ¿verify hex form perqp-262¿ (hex form within .0005 on three sides) not being fully invoked during the straddlemill manufacturing process.the event is addressed through scar. This complaint was included in recall2023141-10-04-2017-002-r, as it was addressed specifically as part of hhe. Thisdocument states the following: ¿due to a lack of complaints from other ll lots, all complaintswhich don¿t list a lot number are assumed to originate from ll lots 63542171 and 63651233.¿device was misplaced in house before the evaluation could be performed. Other text : device mispaced in house.